Event description:
Perclose device became detached with a portion of the 6 fr sheath inside of the femoral artery. Manual compression was applied to prevent embolization and pt had cut down and removal of retained piece.